Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet, with blood glucose declining to 41 mg/dl after initial treatment with soda and snacks and without a meal announcement, and the user later discontinued the ilet due to concern about fluctuations. Symptoms included sleepiness. Outcomes included prolonged low glucose outside of the target range for a couple of hours and self-treatment with oral carbohydrates, without professional medical intervention. Investigation included customer interview and review of device use and behavior, including confirmation that the system reduces and suspends insulin when low or trending low and that no settings were changed, with recent supply changes performed and disconnection during the change confirmed. Investigation of this case revealed that the device functioned as designed with insulin modulation during lows, and user actions included treatment of hypoglycemia without meal announcements. It was concluded that the event involved hypoglycemia with unclear cause and that device malfunction was not identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.